Event description:
It was reported that during a prostate procedure @ 789 joules of use, the "fiber did not fit through scope set. After several attempts the physician was able to fit the fiber through the scope set. During the procedure, it was noted that the tip wasn¿t firing properly". The physician asked for another fiber. The tip of the fiber was cut so that it could be removed from the scope. The procedure was completed using a second fiber; 42088 joules of use. Patient outcome: ¿ok¿. There was no report of patient injury.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber is detached 2 inches from the distal end, between control knob and distal end; there is no sign of melting at the location of the break/cut; the distal end of the fiber was returned; the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the section of the fiber/glass cap proximal to the fracture is missing; the metal cap exhibits mild detritus adhesion; the outer flow tubing distal end exhibits scratch marks. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limited the performance of the fiber.